Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in august 2010 and performed all self-tests, alongside random manual power ups, up to the 5th december 2010. The device failed multiple self-tests due to a low battery between december 2010 and april 2013. The device remained in fault mode until april 2013 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of 10 minutes duration were recorded between 13th-18th september 2015. Voltage fluctuations were observed throughout the history log. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be measured with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.